Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch (B)(4). Study: 8 year-old male subject. Biomarin study: cerliponase alfa observational study. The subject's past medical and procedure history included: contusion, covid-19, and drug delivery device placement, the subject's concurrent conditions included: neuronal ceroid lipofuscinosis, pulse pressure increased, seizure, dysarthria, autism spectrum disorder. The subject was a wheelchair user. No allergies were reported. Concomitant medication included: valproate semisodium, diazepam, sodium chloride, clobazamum, topiramate, diazepam, cetirizine hydrochloride, macrogol 3350, and zonisamide. Premedication used for the subject's brineura infusions included: ondansetron hydrochloride, lidocaine menthol, vancomycin hydrochloride, and paracetamol. On an unspecified date, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham; model and lot number not reported). On (B)(6) 2019, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was l241207. The most recent dose was administered on (B)(6) 2022. Results of the subject's csf test on both (B)(6) 2022 and (B)(6) 2022 were noted as bloody (values and units not reported). On (B)(6) 2022, the subject began his brineura infusion and the infusion pump kept stopping due to resistance. The infusion was stopped at 10:00. At 15:00, it was determined that the subject had experienced a grade 3 device malfunction (device malfunction). The neurosurgeon determined that the icv device required to be removed and the subject was hospitalized for the device removal and re-implantation on (B)(6) 2022. Additional treatment medication included unspecified anesthesia and other medications for the surgery. The outcome of the event was reported as recovering/resolving. The investigator assessed the event of device malfunction as not related to treatment with brineura. The investigator assessed the event of device malfunction as related to the icv device. Additional information received on 03-oct-2022: the outcome of the event was updated from recovering/resolving to recovered/resolved on (B)(6) 2022. Additional information has been requested and, if received, the report will be updated. Case comment: the patient experienced device malfunction, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Manufacturer narrative:
Updated fields:  g3, g6, h2, h3, h10 additional information received "on 14-apr-2023, the subject had csf culture results that revealed rare white blood cells but no organisms seen. On (B)(6)-2023, positive csf culture was confirmed from csf culture that was collected on (B)(6) 2023 and had results of rare gram positive rods." "On (B)(6) 2023, a final csf culture result revealed scant growth of cutibacterium (formerly propionibacterium) acnes. No treatment for the event was given. No action was taken with brineura due to the event. The outcome of the event was reported as recovering/resolving. Biomarin has assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with brineura and related to the icv device. No other etiological factors were reported." On 19-apr-2023, csf culture and positive with rare gram positive rods. On 28-apr-2023, csf culture and negative result confirmed on (B)(6) 2023. On (B)(6) 2023, csf culture and negative with no growth in 2 days. On (B)(6) 2023, csf culture and negative and no growth in 2 days. On (B)(6) 2023, csf culture and negative and no growth in 4 days.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. The rickham valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.